Event description:
During initial assessment noted that about 1/2 of an ivpb was left not infused from the prior shift. Infused the remaining volume and carried on. Cipro was infused at 0900. At 1015, nursing staff reported that about 1/2 the cipro had infused and the pump was back to its tko rate on 5cc. Removed pump.this facility has had several problems with this device type over the last few months.